Manufacturer narrative:
Customer has not returned product 33310c at this time. The bowel grasper was shipped to the customer approximately 5 years ago.

Event description:
Allegedly, the item was being used in a laparoscopic procedure and the jaw of the bowel grasper broke off during procedure. They were able to retrieve the broken jaw and it was reported there was no harm to the patient.